Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed deformed conductor coils along with marks in the insulation from a grabbing tool 295-298mm from the terminal pin. The helix was partially extended and the lead tip appeared intact and undamaged. There was dried blood/body fluid in the helix housing and past the window area with most likely did not allow the helix to fully extend.

Event description:
Boston scientific received information that two days following the implant procedure, the patient presented with symptoms of high threshold measurements and loss of capture on the right ventricular (rv) lead. A chest radiograph was performed which indicated the helix was not extended. As a result, a revision procedure was performed. The helix was extended on the rv lead and all measurements were appropriate. Therefore, the decision was made to leave the lead implanted. As the temporary pacing wire was turned off, the patient experienced extreme bradycardia. When the leads were reviewed under fluoroscopy, the right atrial (ra) lead had dislodged and the rv lead had abnormal movement of the tip. As a result, the decision was made to replace both leads. No additional adverse patient effects were reported.